Event description:
Patient experienced stroke after procedure. Multiple attempts have been made to request for additional information regarding this event. However at this time no additional information is available.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. This device was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
(B)(4). Patient experienced stroke after procedure. Multiple attempts have been made to request for additional information regarding this event. However at this time no additional information is available. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A cool flow pump test was also performed and the catheter passed specifications. A deflection test was performed and the catheter passed. The device history record (DHR) could not be reviewed due to the lot number was not provided by the customer the catheter passed all specifications. The root cause of the stroke remains unknown.